Event description:
Reportedly, there was a persistent infection with recurrent skin defect over device due to most likely biofilm development. The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.